Event description:
It was reported that the patient had been screened for an implant back in january of this year. The patient was not screened again before this procedure approximately four months later. When the doctor implanted the system, the intrinsic r-waves had diminished due to an acute worsening of the patient condition. The implanted system failed the sensing test in every available vector due to very small r waves. The doctor explanted the system. There were no additional adverse patient effects.